Event description:
Device malfunction: balloon would not inflate or hold pressure. Time of malfunction: before and during the procedure. Symptoms/ae: none. It was reported that during device preparation, the fox sv balloon would not inflate or hold pressure and leakage was noted. However, the catheter was used and at the lesion site in the posterior tibial artery, the balloon again would not inflate or hold pressure. The catheter was removed and there was no adverse patient effect. Though requested, no additional information was provided. Subsequently, the device evaluation found a longitudinal rupture in balloon and the balloon appears to have been inflated.

Manufacturer narrative:
(B) (4) (use after damage) - (B) (4). Evaluation summary: the device was returned complete for investigation. A longitudinal rupture was found in the balloon. The device was flushable. Neither the balloon tip nor the marker bands showed any damage. The guide wire was inserted from the distal as well as from the proximal side of the device without any abnormalities. No evidence of a device quality issue was found. A root cause for the balloon rupture could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.